Manufacturer narrative:
(B)(4).

Event description:
It was reported that the elective replacement indicator (eri) was never heard. It was reported, "the physician programmed the pump replacement because the implant date was in (B)(6) 2006". It was noted critical alarm that signaled end of service (eos) was heard on (B)(6) 2013 and it was noted the date was "some days before replacement date". The patient experienced withdrawal symptoms. The annotations were reported to have been read and it was noted that the eri alarm was activated on (B)(6) 2012. It was reported the health care provider suspected that the eri alarm did not ring properly. The patient was hospitalized and the health care provider replaced the pump. It was reported, "and now the patient was fine". The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4) ¿ analysis of the pump found no significant anomaly. (B)(4).